Event description:
The facility reported a flo-gard infusion pump with a malfunction of a failure to function due to a broken door. The event was reported to have occurred after delivery. This had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4) evaluation summary: the reported condition of a flo-gard infusion pump with a failure to function due to a broken door was confirmed during product evaluation. The root cause of the reported problem was determined to be physical damage to the door. Appropriate action was taken to correct the reported problem by replacing the door. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.